Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is < 80% of 99.9% longevity limit. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2010 and (B)(6) 2011. Weekly pace impedance trend data shows varying impedance and spike increases for max ventricular pace bi impedance= 551 to 4047 ohms peak between (B)(6) 2010 and (B)(6) 2011. Battery voltage - battery depletion indicated/eri time of rrt in save to disk on (B)(6) 2011, device rrt=2.6251. Weekly battery voltage trend data shows min bat=2.6284 to 2.6216 volts between (B)(6) 2011. 1- patient alert for low battery voltage on (B)(6) 2011 02:15:00.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pace/sense pin was not fully engaged in the device header block and was causing high lead impedance. The lead was tested and then advanced into the header blocker. It was also reported that the device reached recommended replacement time after 17 months. It was noted that the patient received "only one lifetime shock" and that pre electrogram was turned off. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pace/sense pin was not fully engaged in the device header block and was causing high lead impedance. The lead was tested and then advanced into the header blocker. The device is still in use. No patient complications have been reported as a result of this event. It was also reported that the device reached recommended replacement time after 17 months. It was noted that the patient received "only one lifetime shock" and that pre electrogram was turned off. It was further reported that the device had prematurely reached the elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(4)-2010 and (B)(4)-2011. Weekly pace impedance trend data shows varying impedance and spike increases for max ventricular pace bi impedance= 551 to 4047 ohms peak between (B)(4)-2010 and (B)(4)-2011. Battery voltage - battery depletion indicated/eri time of rrt in save to disk on (B)(4)-2011, device rrt=2.6251. Weekly battery voltage trend data shows min bat=2.6284 to 2.6216 volts between (B)(4)-2011 and (B)(4)-2011. A 1- patient alert for low battery voltage on (B)(4)-2011 02:15:00.

Event description:
It was reported that the pace/sense pin was not fully engaged in the device header block and was causing high lead impedance. The lead was tested and then advanced into the header blocker. The device is still in use. No patient complications have been reported as a result of this event.